Event description:
The product service report shows while servicing the device there was an intermittent alarm. The customer had reported that it took two keyboard pushes to have the enunciator function. The nellcor puritan-bennett customer support engineer inspected the device and replaced the alarm kit. There are also plans to replace the keyboard according to the service report. The unit passed extended self testing. It is not verified that there was an intermittent alarm, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.